Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. The reporter alleged random call service 064 or occlusion alarms when the infusion set tubing/site was changed. It was noted that the instructions for use were followed correctly when the infusion set was inserted. The distributer reportedly returned the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: a review of the black box revealed a ¿145 occlusion¿ warning with high force. The returned battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully performed by the pump with no alarms or warnings. The force sensor was found to be within calibration. The pump case was removed; the force sensor pins were fully seated and the solder connections were found to be intact. There was no evidence of cracked force sensor traces.